Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Per information presented at the acc conference (march 2007). The female patient experienced stent thrombosis with st elevation mi more than 12 months after cypher stent implantation in the mid-lad. Patient was treated with a different stent. This patient has a history of known cad, previous pci with bare metal stent placement (2002) in the circumflex artery (lcx), previous pci with a cypher stent placement in the mid left anterior descending artery (lad, 2003, details unavailable), hypertension, hyperlipidemia, a positive family history of cad, and a current long-standing smoking habit. The patient presented with severe substernal chest pain and was ruled in for an acute anterior wall st-elevation myocardial infarction (mi). The patient was treated with aspirin, heparin, plavix, and integrilin and was transferred to the cardiac cath lab for evaluation. Angiography revealed a thrombotic occlusion of the cypher stent in the mid-lad. The patient was treated with aspiration thrombectomy and a large amount of thrombus was liberated. The site was then re-stented with a 2.75 x 28 mm taxus express2 stent post dilated to 20 atms. A no reflow state occurred following deployment of the taxus stent. This was treated with cardizem. Excellent angiographic results were achieved.